Manufacturer narrative:
(B)(4). The contact¿s phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a craniotomy surgical procedure, it was observed that the cutter device broke. It was reported that the procedure was successfully completed and no other medical intervention was required. There were no delays in the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no adverse consequences reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the tip of the device was broken. The device was examined and photographed using 25 x magnifications. It was determined based on the photographs taken that the angle indicated there was excessive force applied. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to excessive lateral or side to side force, which is user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.